Event description:
Surgeon thinks the angles set for fast guides were not in spec causing a surgical delay of 45 min.

Manufacturer narrative:
Exam of the returned plate by a depuy trauma quality engineer found the complaint unconfirmed. The fast guide angles were checked using the inspection criteria specified in pic-gi20581 which states that the pins inserted through the fast guides should not obstruct or interfere with adjacent pins on other side of the plate. The pins were inserted through the fast guides and no interference was observed. Although the complaint is unconfirmed a complaint search was completed for this product code and found no prior complaints for this failure mode. No product problem was identified therefore no root cause can be determined. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.